Event description:
It was reported that during preparation of a convective radiofrequency water vapor thermal therapy procedure, the generator displayed error codes 240: low water pressure (prime), 241: high water pressure (prime) and 465: water pressure self-test error. The physician sent the patient back to the ward due to the device not working. The patient did not experience any clinical consequence related to the event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during preparation of a convective radiofrequency water vapor thermal therapy procedure, the generator displayed error codes 240: low water pressure (prime), 241: high water pressure (prime) and 465: water pressure self-test error. The physician sent the patient back to the ward due to the device not working. The patient did not experience any clinical consequence related to the event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of error codes 240: low water pressure (prime), 241: high water pressure (prime) and 465: water pressure self-test error being displayed could not be confirmed through product analysis as no error codes prompted during functional testing. The as reported issue could not duplicated during functional testing and there were no other fault conditions identified during analysis that could have caused or contributed to the event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. This rezum generator was installed on 10/11/2020 and last serviced on 30/03/2021. Technical analysis: upon receipt at nortech systems, this rezum generator was thoroughly analyzed. The service department was unable to replicate the reported allegations as no error codes were displayed during functional testing of the device. The generator passes the power on self-test (post). It was also indicated that the syringe and delivery device were connected with no issues and the generator primed and flushed as per specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The generator was received with minor plastic enclosure damage consistent with normal usage wear; therefore, the parts required were replaced. The generator passes the power on self-test (post). It was also indicated that the syringe and delivery device were connected with no issues and the generator primed and flushed as per specifications. The service department was unable to replicate the reported allegations as no error codes were displayed during incoming functional testing of the device. Further analysis concluded that the 241 (pressure value above 3102 mmhg during vapor generation or above 800 mmhg when priming initiated) error code is associated to a software upgrade. The codes device displays 240 low water pressure (prime), and device displays 465 water pressure self-test error were triggered subsequently due to the 241error code. Following the upgrade, the generator passed full functional and electrical safety testing. Based on the information available and analysis results, the reported error codes event is confirmed as these can be potentially traced back to the software upgrade.

Event description:
It was reported that during preparation of a convective radiofrequency water vapor thermal therapy procedure, the generator displayed error codes 240: low water pressure (prime), 241: high water pressure (prime) and 465: water pressure self-test error. The physician sent the patient back to the ward due to the device not working. The patient did not experience any clinical consequence related to the event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.